Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil, pusher wire and introducer sheath were returned for this complaint. The main coil and the pusher wire were interlocked within introducer sheath. Introducer sheath was observed, and no damages were noted. The pusher wire was observed, no damages were observed. The main coil was found kinked and severely stretched. No more damages were found in the device. Functional inspection was performed and the pusher wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Microscopic inspection of the pusher wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection of the pusher wire was performed and the remaining measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to the coil condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03feb2022. It was reported that the coil became stuck in the catheter. The target lesion was located in the mildly tortuous internal iliac artery. A 22mmx60cm 2d interlock coil was selected for use. During the procedure, it was noted that the coil became stuck in the catheter middle part. The coil was pulled out as it is from the patient's body and the procedure was completed with another of the same device. There was no patient injury. However, device analysis revealed missing fiber bundles.